Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used on the patient.

Event description:
The user facility reported that the destination 6fr 45cm sheath was difficult moving up the sheath into the patient. To the physician it seemed that the problem of tapering was at the tip of the sheath. It did not fit right. Later in the procedure they switched to a 65cm destination sheath, there was no issue with moving the sheath up into the patient. During the procedure there was also no issue with moving up a short 5 fr sheath. There was no health damage to the patient. Additional information was received 12 december 2019: the patient was having a cross over procedure to treat superficial femoral artery (sfa) lesions. The patient was stable. The procedure was completed successfully. The estimated blood loss was less than 250cc. There was terumo stiff wire also used.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update the h3 section and to provide the completed investigation results. H6 - results - 3211 deformation problem is based off the investigation results of the returned sample; 213 no device problem found is based upon dimension testing of the returned sample. One 45 cm 6fr destination sheath and dilator were received for product evaluation. Visual inspection revealed that the sheath had damage at the tip of the sheath. The sheath tip was observed under microscope and the tip of the sheath was wrinkled. The dilator did not have any damage or gross anomalies. The dilator tip was viewed under microscope and no damage was observed. The sheath outer diameter measured at 0.1090 inches which is within manufacturer specifications. The sheath outer diameter measured at 0.0832 inches which is within manufacturer specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information.